Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_cath, serial#: unknown, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal hydromorphone 10 mg/ml (unknown dose) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the hcp stated that about a week ago the patient went through abrupt withdrawals. The hcp stated that they attempted to do a catheter access port (cap) study but were unable to aspirate the catheter. The hcp stated that she removed medication from pump and there was no discrepancy in volume from what was expected. The hcp stated that they were aware of the steps to take to address the patient's symptoms and potential catheter issue.

Event description:
Additional information was received from a healthcare provider via the company representative who reported that the patient had loss of therapy. Imaging showed the catheter was broken. From what the patient stated to the company representative; the catheter had been broken for about a year. The patient has had problems scheduling a surgery time. Per the patient it was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The physician placed a new catheter. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. It was noted the pump was delivering dilaudid 1mg/ml at 0.048 mg/day.

Manufacturer narrative:
Continuation of d10: product ID 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2025, product type catheter product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8709sc serial# (B)(6) ubd 2012-11-17 UDI# (B)(4) product ID: 8596sc serial# (B)(6) ubd 2023-04-15 UDI# (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.